Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that they were concerned about their battery when they heard a tone coming from the device. The patient noted they have been "using a lot of electricity" from their device. The device remains in use. No patient complications have been reported as a result of this event.